Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified vein. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 4atm within 15 seconds and at 5atm within 5 seconds respectively. However, it was noted that the balloon ruptured at second inflation. The device was removed without any problem by using the normal method and the procedure was completed with a different device. The patient was in good condition post procedure.